Manufacturer narrative:
As of (B)(4) 2011, the pt has not returned the device to lifewatch. Upon receipt, preliminary testing shall be performed and it shall be shipped to the MFR for further eval. Associated accessory device: act monitor, model #com001, (B)(4).

Event description:
The pt reported he was shocked by the act sensor and implantable cardioverter-defibrillator and/or pacemaker on (B)(6) 2011. The pt reported extreme pain, respiratory arrest, or severe muscular contractions accompanied by wheezing and atrial fibrillation. The pt sustained no short-term or long-term injury as a result of the shock. The pt reported it was shocking him every 45 minutes day and night. On (B)(6) 2011, he went to the cardiologist (not prescribing physician), who advised the pt not to wear the cell phone monitor so close to the pacemaker and the device. Moving the phone 12 feet away did not cause the shock to subside. The pt reported when the sensor stars shocking, his heart starts "going out of whack" because of the pacemaker. He took two 4mg nitroglycerine pills the night of (B)(6) 2011. The device was vibrating and there were back and forth vibrations between the two devices. The pt was shutting off the phone to stop the vibrations/shock. They were continuous, every 45 minutes until he shut off the phone.